Event description:
Boston scientific received information that this pacemaker along with the right ventricular lead and right atrial lead exhibited noise being over-sensed. The cause was not determined. The device remains in service while the leads were explanted. No adverse patient effects were reported.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at a distance of some 19 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Blood penetrated the lead in this area. These damages can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.